Event description:
It has been reported to philips that the device geometry was partially available. The device was reportedly in clinical use at the time the issue occurred. There was no reported patient or user harm. The philips field service engineer (fse) replaced the longitudinal motor and calibrated it. After repair, it was confirmed that all functions were operating normally, and the equipment returned to normal operation.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a device was in clinical use at time of event, user restarted device to continue working. The philips field service engineer (fse) analyzed the system onsite and verified that geometry movements partly unavailable. After reviewing the log file, fse found that drive internal hardware error. Fse replaced the long. Drive assy exc. After replacement and calibrations were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.